Event description:
It was reported that during a da vinci-assisted bilateral inguinal lymphadenectomy single port surgical procedure, the force bipolar instrument entrapped lymph node fatty tissue. This event occurred when the tissue was grasped, but the force bipolar instrument would not open. The instrument release kit (irk) failed to successfully open the jaws of the instrument. This was a lymph node dissection procedure, and the monopolar curved scissors instrument was then used to cut the fatty lymph node tissue around the jaws of the instrument in order to remove the instrument. The surgeon confirmed there was no significant bleeding, however, it is unknown if cautery was used. In addition, the surgeon reported there was no injury to the patient. The surgery was completed with no other complications. On 18-mar-2026, intuitive surgical, inc. (Isi) received user facility report 4900320000-2026-8003 stating: "during the procedure, the instrument was grasping tissue and would not ungroup. Troubleshooting was preformed but the surgeon had to cut the tissue that the instrument was grasping in order to remove the instrument from the robot."

Manufacturer narrative:
The force bipolar instrument used during this event was not received for failure analysis investigations.